Event description:
It was reported to philips that the system lost functionality and after a reboot it got stuck at 00:00 and now cannot be shut off. The system was in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to shut down. Upon functional testing fse reloaded the system. After reloading, the system was return to use in good working order. The codes were updated based on the investigation outcome.